Event description:
A malfunction alarm occurred, specifically displaying malf 12, which did not result in the customer¿s blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and helped them reset the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.